Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had a stored episode of sustained ventricular tachycardia (vt). Upon examination of this episode, technical services (ts) found that anti-tachycardia pacing (atp) was provided but did not effectively capture because of device programming and the rate at the time. The rhythm converted spontaneously. It was noted that in past episodes atp was completely effective. Programming options were discussed as troubleshooting. No adverse patient effects were reported. Currently, this crt-d remains in service.